Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle broke during patient use. No patient injury reported. No intervention reported.

Event description:
The customer reports that the needle broke during patient use. No patient injury reported. No intervention reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the needle broke during patient use. No patient injury reported. No intervention reported.

Manufacturer narrative:
(B)(4). The customer returned one, opened PICC kit for analysis. The introducer needle will be analyzed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis did not reveal any defects or anomalies of any kind. The cannula length (per measurement a in the cannula graphic) measured 3.071" , which is within the specification limits of 3.046"-3.086". The cannula outer diameter measured .0321", which is within the specification limits of .032"-.0325" per the cannula graphic. The cannula inner diameter at the proximal and distal ends measured .023", which is within the specification limits .0226"-.0240" per the cannula graphic. A lab inventory guide wire was inserted through the returned introducer needle. The guide wire passed through the cannula with little to no difficulty. A device history record review was performed, and no relevant manufacturing issues were identified. The report of broken needle cannula was not confirmed through complaint investigation. Visual analysis did not reveal any defects or anomalies of any kind. The needle also met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.